Event description:
It was reported that the patient's ipg was unable to communicate with external devices. A manufacturer representation met with the patient and was unable to repair the ipg, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of ¿cannot connect to the generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was not ascertained. It was stated no procedures were performed, but it was noted the device had been placed in MRI mode just prior to the device entering the service application state. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.